Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys estradiol iii on a cobas e 411 analyzer. The sample initially resulted in an estradiol value of < 5.00 pg/ml with a data flag. The result was questioned by the doctor. The sample was repeated twice, resulting in estradiol values of 1502 pg/ml and 1482 pg/ml. The 1502 pg/ml value was deemed correct.

Manufacturer narrative:
The estradiol reagent lot number was 792358. The reagent expiration date was requested, but not provided. The field service engineer determined the sipper probe was out of adjustment. The sipper probe was adjusted. The syringe seals were replaced and the glass barrels were cleaned. The probes were primed. The mixer and system volume were checked. The photomultiplier tube high voltage adjustment and blank cell calibration were completed successfully. Measuring cell preparation maintenance was performed. Performance testing was run and recovered within specifications. The customer ran patient samples in duplicate to monitor precision. The investigation is ongoing.